Manufacturer narrative:
This case was reopened on august 08, 2016 to enter additional information which was received on august 02, 2016. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4) .

Event description:
It has now been reported that the patient was implanted a durom acetabular component 50/44 j.

Manufacturer narrative:
Additional information was received on september 19, 2016. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 50/44 j on the right side. The patient was revised due to pain, metallosis, corrosion, elevated cocr and loosening.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on an unknown side on (B)(6) 2007. The patient was revised on (B)(6) 2015 due to pain, metallosis, corrosion and high level cocr.

Manufacturer narrative:
The product has been returned and the investigation results have been updated. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: it was reported that the patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. The patient received an implant on (B)(6) 2007 and was revised on (B)(6) 2015 due to pain and high levels of chromium and cobalt. Review of received data: surgical notes of revision surgery (including pre-operative assessment) were received for review. The surgical notes of revision dated (B)(6) 2015 report the revision of the durom/ldh system due to right hip pain. In the patient history of the present illness, it is reported that the patient has hip pain and that the blood test showed her chromium level to be 2.5 and cobalt 8.5 and started a metal-on-metal type reaction. It is noted that the patient had bilateral total hip arthroplasty. Durom cup/ldh system was implanted on the right side. In the diagnostic section, it is reported that the x-rays show a well fixed, well positioned and good alignment with no radiographic signs of loosening fascia, subsides mal positioned. MRI docs not show significant amount of fluid around the hip. Bone scan did not demonstrate any loosening of her implants. The operative notes states that typical joint fluid associated with mom reaction was found in the joint. Capsule was thickened and synovial irritation. The acetabular component was easily removed. No bony ongrowth visible on the cup. The post-operative notes reports as findings aseptic loosening of right tha with mom reaction. Legal documentation was received. The legal documentation reports that the implant components corroded causing metallosis and high levels of chromium and cobalt. No other conspicuousness. Devices analysis: the durom cup shows damage from the revision surgery such as nicks and scratches. The porous coating of the durom acetabular component exhibited lack of bone on growth. The surface of ldh head is scratched and a borderline between loaded and unloaded area can be observed. The head taper is inconspicuous. On the inner surface of the head adapter surface changes due to fretting corrosion as well as a mark of unknown origin could be found. The outer surface of the head adapter show some organic deposits, but is otherwise inconspicuous. Root cause analysis: according to the available information, the patient was revised due to pain and high levels of chromium and cobalt. The surgical report of implantation was not available for review. The retrievals exhibit lack of bone on growth on the porous coating of the durom acetabular component, which is consistent with the observation in the surgical notes of revision surgery. Some surface changes due to fretting corrosion were found on the inner surface of the head adapter surface. The reason for these phenomena stays unknown. Conclusion summary : the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).